Manufacturer narrative:
A follow up report will be submitted once the investigation is completed.

Event description:
Was reported to philips that the device's ac indication is "un-viewable". There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device's ac indication is "un-viewable." There was no reported patient involvement/adverse patient impact.